Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Parents and school reported that child's hearing performance with the device had deteriorated in the last 2 weeks. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Parents and school reported that child's hearing performance with the device deteriorated in the last 2 weeks.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parents and school reported that child's hearing performance with the device deteriorated in the 2 last weeks.